Manufacturer narrative:
One pneupac babypac ventilator was returned for investigation. The device was returned with an oxygen hose, an air hose and battery. During visual inspection it was noted that the dot on the function switch selector did not align with the calibration marks. The peep/CPAP control was also misaligned from the calibration marker. The misalignment of the selectors would not have caused the reported fault. Functional testing showed the variable relief valve (B)(4) was higher than the specified limit position; however, vrv being outside of tolerance at the maximum position would not have caused or contributed to the reported issue. The returned device was given functional testing on the cmv plus peep setting. The unit passing functional tests at this setting; however it was noted that peep set to min stop (0) as part of the test set up. When investigator modified the peep setting to 10 a leak was evident when the unit cycled. The investigator removed the patient valve assembly (B)(4) for closer inspection. Slight damage to patient valve seat rim was evident which would have caused the leak identified; resulting in the drop in peep value when unit was cycling. The investigator replaced the patient valve assembly and repeated the functional testing at the same settings. This testing showed the device functioning correctly on the cmv plus peep setting. The root cause for the damage to the patient valve assembly could not be definitely confirmed. The reported issue was confirmed during testing.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the patient's respiratory status was deteriorating and the babypac ventilator was placed in use. Reporter stated that during use of the product, the patient's blood gas results were worse than they were previously (showed deepening respiratory acidosis). Reporter stated the patient had a low oxygen saturation (could not raise level above the mid-80s) and increasing co2. The user borrowed a replacement ventilator from another department and the patient's oxygen saturation improved to 100%. No permanent adverse effects reported.